Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that a blur and light artifact appeared on a clinical image. A philips field service engineer (fse) went onsite to evaluate the system. This report was initially submitted regarding a cracked compensator in the a-plane collimator; however, a crack in the compensator was not confirmed by the fse's system evaluation. The fse confirmed the reported artifacts and replaced the a-plane collimator to resolve the reported issue. There was no report of harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.